Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image display incompatible scope error (e315). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was unable to transmit images during inspection for use. There were no reports of patient involvement.